Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a broken reservoir tube lip, and a missing end cap sticker. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. No alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to the loose/protruded drive support disk. The pump had no blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer stated they were stuck in rewind complete and bolus delivery loop. The customer was unable to continue troubleshooting due to the insulin pump was dead. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.